Event description:
It was reported extravasation with vesicant chemo. PICC placed (B)(6) 2024, PICC fractured in 2 places - at 9cm and at 12-13cm. Leaking out of entry site. Leaking reported (B)(6) 2024 and PICC removed (B)(6) 2024. Patient currently has a lump where the drug extravasated but to date no skin breakdown although she does have reduced mobility. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) a secondary kink without a leak was observed between the 7 and 8cm mark. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported extravasation with vesicant chemo. PICC placed (B)(6) 20244, PICC fractured in 2 places - at 9cm and at 12-13cm. Leaking out of entry site. Leaking reported 6/8/2024 and PICC removed (B)(6) 2024. Patient currently has a lump where the drug extravasated but to date no skin breakdown although she does have reduced mobility. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 40cm. PICC inserted into brachial vein. Exit site marking of the PICC after placement 4cm. PICC securement with statlock. Infusates infused through the PICC oncology treatment, trebectadin. No catheter interventions to address occlusions with this PICC. Patient symptoms extravasation. Break at 9cm and 12-13cm, PICC leakage occurred 8 days after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: "treatment on 5th june. Dressing wet, skin boggy, tangernine size mass in arm felt similar to previous # fluid leaking out of exit site- seen clinic on 8th. Doplar 11/june vessel patent, no skin breakdown, was discoloured. Catheter to vein ratio 11%.